Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for epilepsy experienced a seizure lasting about 12 minutes while sitting on a plane after passing through airport security. Following the seizure, the patient was unable to move the right side of the body, including the right leg and arm, and experienced significant weakness with no strength in the right arm. Since the security screening event, the patient had approximately seven seizures, which affected the right arm and leg. The patient had not experienced seizures prior to the security screening event. A computed tomography (CT) scan of the brain and an x-ray of the lung were performed due to coughing, and both results were reported as normal. The patient has notified their doctor with a follow-up appointment scheduled.